Event description:
It was reported to the manufacturer, by the end user, per the end user, that the patient was being transferred from bed to geri-chair per one hospice aid via facilities hoyer lift and fell out of sling. Patient was transported to local hospital for evaluation. Administrator stated this incident was due to user error and employee did not double check to make sure that the sling was fully connected. More training has been done with staff to ensure that the exact protocol is being used with the slings and lifts. Complaint #(B)(4) was entered into our system.